Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision c5/6 acdf; (B)(6); (B)(6) - the cage had subsided through the endplates. Patient ID: (B)(6). Concomitant device reported: unknown endplate (part # unknown, lot # unknown, quantity# unknown). This complaint involves one (1) device.